Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable end was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history/lot/serial number review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. It was observed that the connector collar of the extension cable was broken leaving the inner component part exposed. No other visual defects were observed. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed for the failure mode "break;cord."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable end was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.